Event description:
Patient mentioned she hadn't used interstim for a while because she had been sick and it was unrelated however stated it was a bad infection in her vagina. Patient reported she had the infection for about 4 months, and it probably started around (B)(6). Oral "powerful" antibiotics were administered.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.